Manufacturer narrative:
The reported reader ((B)(6)), has been returned and investigated. Observed cracked and damage on the reader's casing. The issue is not an out-of-box-failure, as the reader's log was able to be downloaded and observed readings in the reader. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, their freestyle libre 2 reader dropped. And it sustained damage to the casing, that prevented the customer from obtaining glucose readings. Consequently, the customer¿s blood glucose went low. Requiring third-party treatment of gluco gel as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their freestyle libre 2 reader dropped and it sustained damage to the casing that prevented the customer from obtaining glucose readings. Consequently, the customer¿s blood glucose went low, requiring third-party treatment of gluco gel as treatment. There was no report of death or permanent impairment associated with this event.